Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va01uz3, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's leads were broke and the patient requested to know what activities she could and could not do. The patient had questions on activities ... Twisting/bouncing/stretching. The patient was experiencing a loss of therapeutic effect. It was noted: broke the leads in the back and was going to have to have new ones placed. The patient was not sure when this all started. The patient went last week because she had pain in the back and things weren't working right on the settings so they reprogrammed it and that didn't work. One electrode was working. The manufacturer's representative turned it up really high. The patient was still having pain and leakage. The patient had a fall over a year ago and the doctor checked and stated everything was ok. It was later reported that impedance testing was done. It was noted that the patient fell down stairs causing damage to product. On (B)(6) 2004 the lead was explanted (complete) and replaced. The patient status at the time of the reporting was noted as alive - no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) was replaced due to the leads breaking. Therapy stopped working about four weeks prior to the replacement surgery.